Event description:
Approximately 26 days after heartware lvad implantation, the site reported that when battery ((B)(4)) is connected to the charger, the red status light flashes. The battery was replaced with one from the hospital¿s stock, and the unit in question was returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Functional analysis of the returned battery revealed a degraded cell pair compromising the battery's performance; however, the "not charging" event could not be confirmed or replicated during functional testing. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.